Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the returned guidewire had the distal tip stretched. Microscopic inspection revealed that the distal tip stretched. Dimensional inspection revealed the components were within specification.

Event description:
It was reported that rotawire was difficult to remove. A 330cm rotawire was selected for use. At the end of the procedure, it was noted that there was resistance encountered during removal of the rotawire from the patient. There was a possibility that the device was caught in the calcification of the vessel. After removal, the tip was noticed to be stretched. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that rotawire was difficult to remove. A 330cm rotawire was selected for use. At the end of the procedure, it was noted that there was resistance encountered during removal of the rotawire from the patient. There was a possibility that the device was caught in the calcification of the vessel. After removal, the tip was noticed to be stretched. The procedure was completed with another of same device. No patient complications were reported.